Event description:
A home patient (hp) contacted a technical service rep (tsr) and reported inadvertently puncturing a hole in the homechoice set's drain line during dwell 2 of 5 of apd therapy. The issue was reviewed over the phone with the tsr, which revealed the hp inadvertently rolled a cart over the drain line and put a hole in it. Afterwards, the hp contacted a tsr for assistance with ending the apd therapy. The tsr verbally assisted the hp to end the therapy early as requested. No alarms had occurred as a result of this incident. The hp related to the tsr that peritoneal dialysis therapy would be completed for the night via manual capd exchanges. The tsr assisted the customer in evaluating and resolving the difficulty during the initial contact. There was no patient injury or medical intervention indicated at the time of the reported incident.

Manufacturer narrative:
Due to user error, the sample was not returned to the MFR for evaluation. No further measures will be taken relative to this matter. Renal product surveillance, quality engineering, and plant mfg will continue to monitor this product line and take corrective/preventive action as appropriate.